Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The delivery device was returned outside the loading device. Blood was visible inside the delivery device indicating that there was attempt to deploy the device into the aorta. The slide lock was engaged. The plunger was fully depressed on the delivery device. The seal was returned separately in complete unraveled state. Traces of blood was visible on the seal. Tension spring assembly was not returned. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The reported complaint for "failure to load" was not confirmed, but was confirmed for analyzed failure "unraveled material/seal".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal was being delivered into the site, but it failed to use because of loose seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal was being delivered into the site, but it failed to use because of loose seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.